Event description:
Pt reported that back to back tests performed on pt's ss meter were 107, 4 and 5 mg/dl. No symptoms were reported. Unable to reach pt over the phone to follow-up and verify results or obtain additional info. There was no allegation of harm. No other info was provided.